Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 23-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (2.5 mg/ml at 1.0753 mg/day) via an implantable infusion pump. It was reported that the patient stated they had a change in "how the medicine worked." A dye study was conducted and the catheter was unable to be aspirated. There were no environmental, external or patient factors which may have led or contributed to the issue. There were no interventions done at the time of the report, but surgical intervention was planned. The issue was not considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.